Manufacturer narrative:
(B)(4).

Event description:
The patient reported that shortly after implant his implantable neurostimulator (ins) started moving around in his body. He went in to have surgery for the third time in (B)(6) or the beginning of (B)(6) and the ins was put in deeper. After the revision surgery his programmer was not working. It was not connecting to his ins; he was able to see his voltage, but it was not able to turn stimulation up or down. When he attempted to adjust stimulation, the programmer acted like it was syncing and went back to where it was. The patient found his programmer and wanted to troubleshoot. He used the programmer with an antenna and it showed 0.0 volts and that stimulation was off. He was assisted in successfully turning stimulation on and then got the poor communication screen after that. He also tried without the antenna, but got poor communication. The patient mentioned again that his ins might have been put in too deep as he started having communication issues with the programmer after the revision surgery. There were no associated symptoms. The patient's indication for use was gastrointestinal/pelvic floor. No interventions or further action were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information received from the patient reported that the patient called the doctor's office and told the nurse about the implant being too deep and the poor communication issues. No steps had been taken to resolve the communication issue.